Event description:
It was reported that during the unpackaging of the 3.5 x 38 mm xience prime stent system, a fiber was noted to be hanging off the stent. The stent system was not used and there was no patient involvement. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Foreign material (fiber) on the device was confirmed. Based on visual and chemical analysis of the returned device, there is no indication of a product deficiency. Chemical analysis indicates that the fibers are likely polyester and cellulose fibers. It is possible that the fibers are from procedural materials such as gauze material used at the account and was inadvertently introduced to the device during guide wire advancement/preparation for use; however, this cannot be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.